Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb threatening ischemia (clti). The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation and was initially inflated at 6 atmospheres for 15 seconds. However, on the second inflation at 6 atmospheres for 5 seconds, contrast media leaked and the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6).